Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the twist clamp of a minicap transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A gross visual inspection and microscopic inspection were performed and identified damaged occluder feet. Functional testing of the device included leak testing, clear passage testing and clamp function testing; leak testing and clamp-function testing revealed a leak from the closed clamp due to the broken occluder feet. The reported issue was verified and the cause was determined to be damaged occluder feet. Should additional relevant information become available, a supplemental report will be submitted.